Manufacturer narrative:
Upon investigation of the reported device, a new failure mode was confirmed and constituted a new awareness date. The product was returned and the failure mode was confirmed. The pneumo sure was visually inspected for damages, none were present. The warranty seal was intact. The unit was opened to check for damages, none were present. However, red led's were seen on the bam and lpu boards. A valve error was present in the logs, however it was probably due to the gas supply. The pneumo sure was then connected to a gas bottle and dummy lap. The pressure was set at 15 mmhg, however, overpressure was observed. The unit passed functional test per service manual 10004011064. The unit was calibrated and connected to a gas bottle and dummy lap. The set pressure at 15mmhg and was able to depict the actual pressure on the display. The probable root cause is calibration. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that overpressure was observed.